Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user was unable to issue metformin medication and cubie drawers were failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to issue medication due to cubie drawer failure. A field service engineer arrived and found no power going to drawer. Swapped full height mini drawer board. Tested successfully in application. The system functioned as intended after the field service engineer repaired the device.